Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. A follow-up report will be submitted when the final evaluation is completed, as necessary. Evaluation summary the reporter stated the patient started using the device in 2012. There was no product complaint for the device, and the device was not returned for investigation. There was evidence of improper use of the device. The device model duration of use and suspect device of duration was started in 2012. The user manual states "do not use your pen for more than 3 years after the first use or past the use-by date on the carton."

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: n/a. This spontaneous case reported by a consumer who contacted the company to report an adverse event, concerned a 32-years female patient of an unknown origin. Medical history included loss of appetite. Concomitant medications included glucophage for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) via cartridge used via reusable pen humapen ergo ii, at unknown dosage, subcutaneously, for diabetes type I, beginning in (B)(6) 2022. In (B)(6) 2022 while on human insulin isophane suspension 70%/human insulin 30%, she missed the dose for only one day (unspecified reason) that led to experiencing vomiting and elevation in blood glucose level, so she was hospitalized on the next day, and the diagnosis was established as hyperglycemia and poisoning. She was hospitalized for only one day, and she stopped human insulin isophane suspension 70%/human insulin 30% after that. Outcome of events was recovered. The status of human insulin isophane suspension 70%/human insulin 30% was restarted on (B)(6) 2025 and was still continued. The operator of the device and his/her training status was not provided. The device model duration of use and suspect device of duration was started in 2012. The action taken with suspect device was continued and its return was not expected. The reporting consumer did not relate events with human insulin isophane suspension 70%/human insulin 30% and device. Update 16-may-2025: additional information was received from the affiliate on 13-may-2025. Updated the initial therapy start date from 2012 to (B)(6) 2022. Updated narrative with the new information. Update 22-may-2025: additional information was received from the affiliate on 18-may-2025 regarding the action item questionnaire. No new medically significant information was received. No other changes were made to the case. Reporter mentioned that patient was no longer following up with the mentioned physician, and no contact number was available. Edit 30may2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.